Event description:
Key pad on kangaroo 325 pump was inoperable and the pt was unable to clear "total volume." Noted brand new infusion pump rented from pump wholesaler and this was the first pt to use the pump.